Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Requests for additional information has been denied by the initial reporter, therefore additional event, product, and/or patient details are not attainable.

Event description:
A consumer reported "people diagnosed with alcl. Just this week a person [patient] know has passed away from this needlessly. Had alcl that had gone undiagnosed and they were terminal." Consumer reported that the deceased patient was part of an online community group, not based in reporter's country. Death date was not provided. Manufacturer of the device is unknown. Biomarkers for alcl were not provided by reporter. This complaint represents the expired patient's left side device.